Manufacturer narrative:
Retained samples of the same lot number were inspected visually. No faults could be detected. The returned device showed the reported problem. Two sternum printed pads were attached to the set. The electrode set came from a manual assembly line, where the error was not detected. An analysis of historical data from the last five years shows two other complaints of similar nature. During this period a total of approximately (B)(6) comparable sets has been produced. We are therefore considering this a very rare event caused by human error. As the IFU states, " always keep a second pack of defibrillation electrodes w/the defibrillator", a correct set was (and would have been) available as well. In addition, the info for two alternative placement locations is also printed on the pouch. We therefore assess the risk resulting from this error as low. An ongoing project to add an automated image processing control unit to this line will be prioritized to prevent the error from reoccurring.

Event description:
On (B)(6), we have been informed about a malfunction w/a defibrillation electrode at (B)(6) hosp. When a pouch of a defibrillation electrode set was opened in the emergency dept., bot pads had the "sternum" print. The staff opened other sets and found no further faulty set. The initial reporter also stated that they used another set and ther was no delay in clinical treatment. We have not received any further info about the patient and the procedure performed so far despite of repeated requests.

Manufacturer narrative:
We have set up additional measures to reduce the likelihood of occurrence. The apex and sternum pads have now defined marked positions on the assembly line. The riveting of apex and sternum pads to cables is now performed always in the same order.

Event description:
After repeated requests for more information, our distributor informed us that no further information would be made available.